Manufacturer narrative:
(B)(4). The information related to event has been updated in summary and provided with this report.

Event description:
Customer were experiencing low blood glucose of 33 mg/dl and high blood glucose of over 500 mg/dl. Customer stated they treated their low blood glucose by placing sugar under tongue. Customer stated insulin pump was giving either too much or little insulin. Customer stated act and escape buttons were not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a partial display. Customer stated the battery was changed multiple times, but the issue was not resolved. Customer stated they had rainbow colored display. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.